Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-20. H6: investigation summary four 3ml integra syringes (p/n 305272) in sealed blisterpaks from batch #0002379 were received. The samples were visually evaluated and functionally tested. There were no visible defects on the syringe, or damage to the collar or tip area that would inhibit a connection. Additionally, all readings for plunger rod collapse and hub cut were within specification after testing. The instructions for use state: "attach the bd integra retracting precisionglide needle firmly onto the bd integra syringe with a push and a clockwise twist" prior to use. It is unclear if this was done prior to usage. Since no samples displaying the reported conditions were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe integra 3ml w/ndl 22x1-1/2 rb leaked and had the needle retract prematurely. The following information was provided by the initial reporter: " it was reported that while administering medication to patient, needle retracted prior to finishing the injection. It was also reported that while giving another injection, medicine leaked out of where the syringe and needle attach.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 22x1-1/2 rb leaked and had the needle retract prematurely. The following information was provided by the initial reporter: "it was reported that while administering medication to patient, needle retracted prior to finishing the injection. It was also reported that while giving another injection, medicine leaked out of where the syringe and needle attach."